Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The 100% stenosed target lesion was located in the mildly tortuous left circumflex coronary artery. A 2.25x16 synergy ii everolimus-eluting platinum chromium coronary stent system was used in a percutaneous coronary intervention. Patient represented with subacute thrombosis thirteen days later. The procedure was completed with a 3.5 x 12mm synergy ii everolimus-eluting platinum chromium coronary stent system. There were no further patient complications reported and the patient status is good.